Manufacturer narrative:
Concomitant medical product(s): 5076-52 lead ,implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and phrenic nerve stimulation across all viable vectors. The lead was able to be reprogrammed around the stimulation at the time of implant, but the issue has since persisted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.